Event description:
The hospital reported a possible leakage issue with an mps disposable delivery set. The perfusionist reported the device had a blood-to-water leak. The device was discarded by the hospital and was not returned to the manufacturer for analysis. They did send a photo of the affected device. There were no pt complications reported as a result of the alleged event.

Manufacturer narrative:
(B)(4). The complaint sample was not returned for analysis. The facility provided a photo of the device which showed some blood encroachment on a portion of the heat exchanger. The root cause could not be definitively determined without the actual sample for analysis. This complaint info has been included in an existing CAPA that addresses this complaint condition. Preliminary findings in that CAPA point to possible insufficient bonding between the top and bottom housing of the heat exchanger using the uv adhesive. Quest medical, inc. Has limited info related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient history to the event reported. Quest medical, inc. Defers to the patient's physician regarding medical history.